Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles and gaps were noted in the infusion set tubing. The customer reported an elevated blood glucose (bg) level of 296 (mg/dl). A manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, the customer was guided through priming the air out of the tubing.